Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2024-00294 it was reported that the patient has high impedances on both leads. The patient did report a fall. The patient does not have effective therapy. Surgical intervention is planned to replace the leads.

Event description:
Related manufacturer reference number: (B)(4). Related manufacturer reference number: (B)(4). Additional information was received that the patient's ipg reached end of life. Surgical intervention was undertaken on 13 march 2024 wherein the entire system was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
E1 correction: the reporter's information was updated.